Event description:
The patient installed the needle he had purchased at a hospital, into the pen and did a normal insulin injection. The patient reported pain at the injection site and blood was coming out. The patient replaced the needle with another new needle. There were no issues with the new replacement needle.

Manufacturer narrative:
The patient installed the needle he had purchased at a hospital, into the pen and did a normal insulin injection. The patient reported pain at the injection site and blood was coming out. The patient replaced the needle with another new needle. There were no issues with the new replacement needle. Production review showed no abnormalities or deviations from the validated manufacturing process for the main batch. The angle control and needle tip from the cannula is to 100% controlled before the inner protective cap is fitted.